Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly pt. Had 1 dislocation and unexplained thigh pain. Revised the head and neck along with liner from zimmer to ar15 long with 36mm head. High weight. Low activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2014-00021. This event occurred in the (B)(6).